Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on 1/31/2018 (B)(4). Analysis was normal. No anomalies were found.

Event description:
The initial medical device report was submitted via an alternative summary report on 1/31/2018 (B)(4).